Manufacturer narrative:
On 6/4/2020, biosense webster inc. (Bwi) received additional information about the event which indicated the adverse event for cardiac tamponade occurred when ablation was conducted and during use of bwi products. Cardiac drainage and an open chest surgery were required to drain 1500cc of fluid. Patient condition improved. The force visualization feature used was visitag. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that an 85-year-old female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. After pulmonary vein isolation (pvi), when ablation was conducted for cavotricuspid isthmus (cti) at 40 watts, a steam pop occurred. After steam pop, pericardial effusion was confirmed by soundstar eco 8fg ultrasound catheter. However, it was judged that no intervention was required as there was some effusion prior to the case, and the patient¿s blood pressure hardly decreased. Therefore, cavotricuspid isthmus (cti) ablation continued. After completion of cavotricuspid isthmus (cti), the patient¿s blood pressure dropped to 50s, and the pericardial effusion increased. Cardiac tamponade was confirmed by soundstar eco 8fg ultrasound catheter and body surface echo. An open chest surgery was required to drain 1500 cc of fluid. There¿s no information regarding extended hospitalization or patient¿s outcome. The physician¿s judgement is that it was a serious event and that the causal relationship between the product and the adverse event is unknown. No biosense webster, inc. Product malfunctions were reported. Device evaluation details: additional information received indicates that the device is not available for return, therefore, no product investigation can be performed and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that an (B)(6) year old female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During the procedure, although the soundstar eco 8fg ultrasound catheter was connected to the carto® 3 system, it was not recognized. No error message was displayed. It was also reported that the usb supplies power to the optical dvi that outputs to the surgeon¿s monitor was disconnected. The soundstar eco 8fg ultrasound catheter was replaced as well as the dvi usb, and the issue was resolved. After pulmonary vein isolation (pvi), when ablation was conducted for cavotricuspid isthmus (cti) at 40 watts, a steam pop occurred. After steam pop, pericardial effusion was confirmed by soundstar eco 8fg ultrasound catheter. However, it was judged that no intervention was required as there was some effusion prior to the case, and the patient¿s blood pressure hardly decreased. Therefore, cavotricuspid isthmus (cti) ablation continued. After completion of cavotricuspid isthmus (cti), the patient¿s blood pressure dropped to 50s, and the pericardial effusion increased. Cardiac tamponade was confirmed by soundstar eco 8fg ultrasound catheter and body surface echo. An open chest surgery was required to drain 1500 cc of fluid. There¿s no information regarding extended hospitalization or patient¿s outcome. The physician¿s judgement is that it was a serious event and that the causal relationship between the product and the adverse event is unknown. No biosense webster, inc. Product malfunctions were reported. The total ablation time was of 12.2 seconds, the max contact force (cf) was of 53g, (cf dashboard on the carto® 3 system, 50 g was not displayed might. The average contact force (cf) was of 17 g, and ablation index was 409.